Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, chronic pain subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists recurrence of hernia and inflammation as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #2). An additional emdr was submitted to represent the bard/davol composix l/p mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with an unspecified bard mesh (bard flat mesh). It is alleged that on (B)(6) 2006, the patient was implanted with the product in the course of a ventral hernia repair surgery. It is alleged that further to the implantation with the product, the patient has suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, hernia recurrence necessitating further reparative surgery which occurred on (B)(6) 2010. Subsequent to the latter surgery, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction and hernia recurrence. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the patient experienced severe pain and suffering, including chronic pain. The patient has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care. Attorney also alleged that the device was defective. Note: the patient was also implanted with a bard/davol composix l/p and a claim of adverse patient outcome has been made against the device.